Event description:
The customer reported mts centrifuge timer was displaying 11 minutes instead of 10 minutes.

Manufacturer narrative:
The customer reported mts centrifuge timer was displaying 11 minutes instead of 10 minutes. The user observed the issue and aborted all tests. Testing was performed using a different centrifuge. No erroneous results were reported for the reported incident. If gel cards are not centrifuged for the proper amount of time, erroneous results may occur and could be reported. Product labeling also advises the customer to monitor the centrifuge for entire ten-minute centrifugation period. Product labeling advises the customer to use a separate timer if they must leave the centrifuge to verify that no power interuption has affected the timing. If the reported incident were to recur undetected, and if the user did not follow product labeling, erroneous results could have been interpreted. Instrument malfunction was confirmed. Erroneous results were not reported as a result of this incident.